Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. Following the procedure, the patient experienced mesh exposure with discharge and dyspareunia. On (B)(6) 2010, the patient underwent a revision/excision of posterior vaginal wall mesh exposure and closure with healthy vaginal skin. Upon patient follow-up six months later, the patient reported no problems and happy with result. Additional information has been requested.